Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad cover was found to be torn from the up arrow button to the contrast button. During testing, the up arrow, down arrow, and ok keypad buttons were found to be intermittently unresponsive. The contrast keypad button was found to be unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under all key contacts. The contrast button contact was observed to be missing. Evaluation also revealed that the display was dim and discolored. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses despite the button cover damage. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that all keypad buttons were intermittently unresponsive and there was contamination under all key contacts. Investigation also revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.